Event description:
Two catheters broke while indwelling (on the same patient); both had been indwelling for approx seven days. Each catheter had been met with slight resistance during flushing prior to breaking. Catheter one: inserted - in 2007, removed - seventeen days later. Catheter two: inserted - in 2007, removed - eight days later.

Manufacturer narrative:
The hospital will not release the actual units involved, but is sending in rep units with the same lot number of 7030288. Upon receipt of these samples, an investigation will be completed and a supplemental report will be submitted.